Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was explanted due to infection. The right ventricular (rv) lead was surgically abandoned as the patient refused lead explant. The manufacture of the lead is unknown. No additional adverse patient effects were reported.